Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: code 1887 ¿ coughing up blood from the respiratory tract. H6: code 4614 ¿ a severe injury, illness or impairment which requires hospitalization or medical intervention. H6: code 2682 ¿ problem associated with the interaction between the patient's physiology or anatomy and the device that affects the patient and/or the device. H6: code 515 ¿ tubular support placed inside a blood vessel, canal, or duct to aid healing or relieve an obstruction. H6: code 3331 ¿ the investigation involved the analysis of relevant production records in view of supporting the identification of possible causes for the adverse event. H6: code 4111 ¿ the investigation involved communication/interviews (either interpersonal or through technical means, e.g. Phone, e-mail) with persons close to the adverse event, e.g. Healthcare professionals (doctors, nurses etc.), the affected patient(s) or other users including, where appropriate, relatives or others engaged in caring for the affected patient. H6: code 4114 ¿ the actual device involved in the adverse event was not returned for testing despite requests by manufacturer. Medical device remains implanted. H6: code 213 ¿ the device either functioned as intended or a problem was not found. H6: code 4315 ¿ the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2018, the patient underwent an emergency endovascular treatment for rupture of aortic dissection using gore® tag® conformable thoracic stent graft. 2 ctag (tgu262615j/(B)(4), tgu262610j/(B)(4)) were implanted in the descending aorta. On (B)(6) 2018, a reintervention was performed due to the enlargement of the distal aortic arch. One ctag (tgu262615j/(B)(4)) was additionally implanted into the proximal side. At this point, infection was observed and the patient was decided to be monitored. It was reported that the infection may have been caused by the formation of an aortic bronchial fistula. On (B)(6) 2021, follow-up CT showed no change in disease status. On an unknown date in (B)(6) 2021, rapid enlargement of the aorta was confirmed. On (B)(6) 2021, the patient was admitted with hemoptysis and fever. On (B)(6) 2021, a proximal type I endoleak was confirmed with a migration of the proximal device approximately 3 mm to the distal side. Emergency endovascular treatment was performed. After axillary-axillary-left common carotid artery bypass, an additional stent graft (ctagac) was implanted below the brachiocephalic artery. The physician reported that there was a type ii endoleak originating from the bronchial artery, from the beginning. He commented that the type ii endoleak led to the aortic enlargement, resulting a proximal type I endoleak.